Event description:
A cartridge alarm was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. Initially, the customer declined to deliver a suggested bolus but later attempted to reload the original cartridge per guidance. However, the alarm reoccurred, and the customer was advised to load a new cartridge and replace the infusion set independently, indicating potential cartridge issues.